Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported that the applicator needle of the abbott diabetes care (adc) device remained in the arm. The customer experienced pain at the sensor site. The customer was able to self-treat by removing the applicator needle from their arm. There was no report of death or permanent impairment associated with this event.

Event description:
The customer reported that the applicator needle of the abbott diabetes care (adc) device remained in the arm. The customer experienced pain at the sensor site. The customer was able to self-treat by removing the applicator needle from their arm. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor and no damage was observed. Sharp stuck was observed inside sensor plug assembly.. Unable to perform further investigation due to no product returned. Issue will be closed to no product returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.